Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 7 days of wear and the customer was unable to obtain readings and monitor glucose levels via sensor scan. As a result, the customer experienced vomiting and had contact with an hcp who provided treatment of insulin (dose/type unspecified) via insulin pump and intravenous infusion for a diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent injury associated with this event.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 7 days of wear and the customer was unable to obtain readings and monitor glucose levels via sensor scan. As a result, customer experienced vomiting and had contact with an hcp who provided treatment of insulin (dose/type unspecified) via insulin pump and intravenous infusion for a diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.